Manufacturer narrative:
The interface control board was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The interface control board was installed in a known good system. The system readied for two power cycles. On the third power cycle, the generator did not ready. Communication connected but did not ready. Remote desktop was inaccessible. The interface control board was faulty. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximated. UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the interface control board was defective and needed to be replaced. The interface control board was replaced, and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system sometimes did not complete the start-up self-test and was stuck in stand alone mode. It was reported that system also would sporadically go into stand alone mode after successfully starting up the system. It was also reported that the pendant showed "mobile view station (mvs) connected but not ready" and the x-ray self-test did not finish. This issue was reported to happen sporadically after successfully starting up the system. There was no patient present when this issue was identified.